Manufacturer narrative:
(B)(4). Insulin pump received with high stop current test due to voltage leak on interface board. Pump passed displacement test, self test and run current test.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.